Manufacturer narrative:
Although the investigation is still in progress, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m139059 and test base part number 190-430 / lot m139059 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m139059 showed that the complaint rate is (B)(4). A supplemental report will be submitted after completion.

Event description:
The customer reported a false positive result on a direct kitted nasal swab of both nostrils with the ID now covid-19 assay performed on (B)(6) 2021 at 1:55pm. Confirmation testing (platform not specified) using a nasopharyngeal sample generated negative results. The patient was symptomatic, reported to be experiencing chills. No additional information, including outcome was provided. The customer confirmed there was no death or serious injury based on the test results. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot m139059 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.